Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. The battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, there was insect contamination on the battery pca. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. Contamination - the root cause for the contamination was ingress of insects. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient was experiencing charger problems.